Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, the pump alarmed rf pic failed self test during the self test due to a faulty component on the radio frequency board. Pump received with cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump is alarming that the self-test failed and it has been occurring over several days. Her blood glucose was 560 mg/dl and she treated with the pump. The customer stated that the alarm would occur when she would test her blood glucose and the meter tried to send the blood glucose over to the pump. During troubleshooting, she was assisted in reviewing her alarm history and the self-test alarm was there. The reasons and causes of the alarm were explained to her. The customer said that the alarm did not occur during the rewind/prime sequence. She was assisted with performing a self-test and it failed. The alarm occurred. She was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to the backup plan per her doctor¿s orders. The pump will be returning for analysis.